Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported a triclip procedure was performed to treat grade 4+ functional tricuspid regurgitation (tr) with a restricted anterior leaflet. It was noted that the inferior vena cava had a redundant eustachian valve that was a high obstacle for the delivery system to steer and have the right perpendicularity respect the valve. The first clip was placed, but due to the anterior leaflet being so restricted, it turned after deployment and was deemed ineffective. A second clip was attempted to be placed, however due to the anatomy difficulties, it was impossible to steer. The clip was not deployed and tr ended at grade 4.

Manufacturer narrative:
H6 medical device problem codes 1316 was removed the device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported migration and difficult or delayed positioning appear to be related to patient morphology/pathology. There is no indication of a product issue with respect to manufacture, design or labeling.